Event description:
During the laparoscopic cholecystectomy procedure, the shears gave a solid tone when the surgeon was doing dissection of the gallbladder. The solid tone was replaced with a new disposble and the case was finished without delay. There was no patient consequence.